Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The evaluation conclusion code was updated. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Updated conclusion code. Manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Product was discarded.

Event description:
It was reported that dental implant were missing from box. It was discovered during of surgical procedure. Procedure was completed. Box was thrown away so item and lot number are unknown.